Event description:
During a lead extraction procedure to remove an ra and rv lead, an svc tear occurred. Reportedly, both leads were prepped with llds and the physician began with a 14f glidelight on the ra lead until progress stalled. He then moved to the rv lead, and progress stalled. The surgeon switched to the use of an 11f tightrail on the ra lead, and progress stalled. Moved to the rv lead and progress stalled. The 16f glidelight was then used on the rv lead and blood pressure dropped from the 70's down to the 40's. The bridge device was deployed and pressure stabilized for a couple of minutes. It is thought that the balloon moved, because the pressure then dropped a second time. At this point, the bridge device was removed and a sternotomy was performed. A 5cm tear to the svc was identified and successfully repaired.